Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to high rate non-sustained episodes and sensing integrity counter (sic). Follow up with the company representative indicated that the patient has atrial fibrillation (af) with rapid ventricular response and the rhythm was setting off the sic. The lead remains in use. No patient complications have been reported as a result of this event.